Manufacturer narrative:
A further clinical review of this event was performed and identified the event to be MDR reportable pursuant to 21 cfr part 803. A mfg review was conducted. The lot met all release criteria. The device was returned. The investigation is confirmed for a break in the outer catheter that resulted in the reported leaking issues. The definitive root cause could not be determined based upon available info. The root cause is not likely mfg related as all catheters are flushed with air 100% prior to packaging per mpi1010-02. It is unk if procedural issues contributed to the reported event. The info provided by bard represents all of the known info at this time. Despite good faith efforts to obtain additional info, the complainant/ reporter was unable or unwilling to provide any further pt, product, or procedural details to bard.

Event description:
It was reported that a leak was observed around the connector of the catheter during the out of body test. The device was not used. There was no pt involvement.